Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in clinic, the lead was found dislodged. The patient was asymptomatic. Loss of capture and sensing were noted. The lead was extracted and replaced. The patient condition was stable following the procedure. The patient will be followed normally.